Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered for the right ventricular (rv) lead due to noise on rv bipolar sensing configuration, which was reproducible in office with pocket manipulation. There were high rate non-sustained episodes and increased sensing integrity counter (sic) on the rv lead. Also, there was a rv lead noise warning and the rv pacing impedance was high/undefined and had triggered a rv bipolar lead impedance warning. The rv lead remains in use. However, the patient is being consulted for a lead revision. It was further reported that during the extraction of the right ventricular (rv) lead the lead broke in half, distal to svc (superior vena cava) coil. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.